Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+4.0/x010 diopter, in the patient's left eye (os) on (B)(6) 2014. The reporter indicated there was lens opacity (cortical), noted on (B)(6) 2015, and the patient experienced loss of bcva. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/200.

Manufacturer narrative:
(B)(4). Work order search: no additional similar complaint event within associated lots was found. (B)(4).